Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Review of the pump data logs by tandem technical support verified that the customer manually requested three boluses prior to the low. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.